Manufacturer narrative:
Void- this report was filed under the wrong manufacturer. Event reported in MDR 0001822565-2018-06748.

Event description:
Void- this report was filed under the wrong manufacturer. Event reported in MDR 0001822565-2018-06748.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown bearing. Unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11372, 0001825034-2017-11373, 0001825034-2017-11374.

Event description:
It was reported that the patient was revised to address allegations of pain, swelling, loss of range of motion and metallosis. Attempts have been made and no further information has been provided.